Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was disposed of at the hospital, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The damage to the inner collet of the screw is consistent with misuse. The inner collet can bend inward and shear if not properly supported. While the implant was not returned, a general review of the manufacturing and inspection records revealed no additional information. Hospital disposed of device.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a surgery took place on (B)(6) 2016 in which the inner collet of a mesa screw sheared.